Event description:
It was reported that after being exposed to extreme temperatures a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: "you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures.